Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post implant that the right atrial (ra) lead had dislodged. It was attempted to reposition the lead. The lead was ex planted and replaced. No patient complications have been reported as a result of this event.